Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 138-145mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in kitchen not according to specifications. During the call a blood test was performed by the customer and produced test results of 188mg/dl fasting using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 4/28/2019. The meter memory was reviewed for previous test result history. Result 1: 209mg/dl date: (B)(6) 2019, time: 2:16am fasting . Result 2: 220mg/dl date: (B)(6) 2019, time: 2:15am fasting . Result 3: 178mg/dl date: (B)(6) 2019, time: 10:24am fasting. Result 4: 191mg/dl date:(B)(6) 2019, time: 10:23am fasting . Result 5: 307mg/dl date: (B)(6) 2019, time: 9:27pm fasting.

Manufacturer narrative:
(Manufacturer narrative t, corrected data f) internal report: (B)(4). Meter and test strips were returned for evaluation. No defect found. Most likely underlying root cause mlc-20 user's test strip had poor storage test strip UDI#:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause mlc-20 user's test strip had poor storage test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 138-145mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. During the call a blood test was performed by the customer and produced test results of 188mg/dl fasting using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 4/28/2019. The meter memory was reviewed for previous test result history: (B)(6).